Event description:
The patient had a primary shoulder surgery on (B)(6) 2019. On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere.the surgeon upsized the poly and implanted a lateralized glenosphere to prevent recurrent dislocation. The surgery was completed successfully. (B)(4). On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the glenosphere, poly, liner, baseplate and screws. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02-sep-2025: reverse shoulder system 04.01.0127 humeral reverse hc liner ø42/+6mm (k170452) lot. 2317707: (B)(4) items manufactured and released on 06-12-2023 expiration date: 2028-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Reverse shoulder system 04.01.0212 lat. Glenosphere 42xø27 (k193175) lot. 2219884 (B)(4) items manufactured and released on 07-11-2022 expiration date: 2027-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.